Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The biomed stated to the baxter service facility that they have no record of any pt incident involving the pump since the last baxter service event.